Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Sustained permanent injury, suffered irreparable physical injury [injury]. Neurological injuries [nervous system disorder]. Tremors in extremities [tremor]. Balance problems [balance disorder]. Blurred vision [vision blurred]. Case description. An attorney reported that his client, an adult male age unspecified, used fixodent denture adhesive, version unknown and poligrip denture adhesive cream and reported the following: sustained permanent injury, suffered irreparable physical injury, neurological injuries, tremors in extremities, balance problems, blurred vision. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.